Manufacturer narrative:
(B)(4).it was reported that during a surgery, a communication error and a shutdown occurred due to a pinched cable. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the event was caused by a user error who did not pay attention to the cable position during the robot arm movement.

Event description:
It was reported that during registration, the device experienced a communication failure due to the pinching of the optical distance sensor cable between the robot arm and the interface block. This event caused a minimal delay and no clinical consequences.